Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined. However, based on reports from the field, there may have been electromagnetic inference in the lab as the event was resolved when the patient was moved to a different location.

Event description:
During a cardiac ablation, the device was unable to be interrogated by three different programmers. When the patient was transferred to another room, it was suggested there may have been electromagnetic interference. The issue therefore resolved on its own and the patient had no adverse consequences due to this event.